Event description:
Laparoscopic ventral hernia repair - "volun (B)(6)-2013: at conclusion of laparoscopic ventral hernia repair, when trocar was being removed, the blue soft hassou cone tip disconnected and remained in the incision layers. It was intact and was removed prior to the surgeon's repair."patient status - "ok."

Manufacturer narrative:
This report is to follow up with mw5032419 investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for any developing trends. This document represents our final report.

Manufacturer narrative:
(B)(4) 2014 updated - resend this report due to "failed"error message on the submission result summary.this report is to follow up with (B)(4).no product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.